Manufacturer narrative:
There was a typo in the originally submitted. It has been resubmitted in it's entirety for sake of clarity. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The rep reported that the patient's extension was tight and pulled when the patient's neck moved. The rep reported that the patient had lost a lot of weight since the implants which caused the discomfort. The rep reported that they would discuss replacing the extension along with the patient's ins, which had depleted normally. The rep reported that the surgery was scheduled for (B)(6) 2017. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The rep reported that the patient's extension was tight and pulled when the patient's neck moved. The rep reported that the patient had lost a lot of weight since the implants which caused the discomfort. The rep reported that they would discuss replacing the extension along with the patient's ins, which had depleted normally. The rep reported that the surgery was scheduled for (B)(6) 2017. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The aware date was updated to the date of the call. The rep didn't know when the patient first experienced the tight extension, pulling, etc. The new device serial number was updated. A battery replacement occurred and the surgeon stated that it was due to weight loss. The surgeon was to follow up with the patient to see if it improved. No further information was provided.